Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported the ac power module was not working and was defective. There was no reported pt involvement.